Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The cause of the low battery reset was not determined. The pump was stopped. The device has not been explanted yet. The patient was waiting to be scheduled for replacement. The patient¿s weight and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone 6 mg/ml, bupivacaine 7 mg/ml and baclofen (unknown) 80 mcg/ml (doses unknown) via an implantable pump. Indication for use was spinal pain. It was reported an alarm was heard and confirmed by telemetry. The pump logs were checked; low battery reset occurred. The date of the event was approximately (B)(6) 2018 since that was the last day the patient was able to get a bolus with their personal therapy manager (ptm). The elective replacement indicator (eri) was less than a month. The pump off passcode was provided. The pump was going to be replaced. No symptoms were reported. No further complications were reported.